Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure using a 6fr sheath. Reportedly, when the plunger was removed, no sutures were attached to the needles, with two proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The plunger, link, suture, and needles were a pre-deployed position consistent with an un-used device; therefore the reported needle to cuff miss could not be tested/confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.